Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary infusion of potassium was noted to be free flowing then the rn stopped the infusion and replaced the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of backflow from the secondary to the primary was confirmed. The primary and secondary set were visually inspected and no anomalies were observed. Examination under magnification showed the check valve was assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane, as well as no excess solvent, and no damages to the interior of the check valve or the diaphragm. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary infusion of potassium was noted to be free flowing then the rn stopped the infusion and replaced the tubing. There was no patient harm.